Event description:
It was reported that a 55-year-old caucasian female patient who underwent primary breast augmentation surgery with two unspecified smooth saline breast implant experienced neurological shaking, muscle fatigue, pain, gastrointestinal issues, worsening eyesight, abnormal bloodwork and positive ana test post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2022, mentor became aware that patient's impacted device is a 200cc mentor smooth round moderate plus profile saline breast implant, serial number (B)(6), lot 6773296 catalog 3502200. A manufacturing record evaluation was performed for the finished device 6773296 number, and no non-conformances were identified. Patient also experienced mentmeningioma, esophageal candidiasis, thrush, throat ulcers, palpitations, abnormal bloodwork, hyperinflated lungs, swollen lymph nodes, skin sore, abnormal veins, hypotension, nausea, insomnia, pallor, swollen eyes, night sweats, unspecified adrenal issues, unspecified pituitary issues, unspecified connective tissue disorders and melanoma. Manufacturer¿s reference number: (B)(4).